Event description:
The reporter stated the surgeon used a aa4203tl toric optic silicone single piece lens. There was pt contact. There was no pt injury. Further info was requested, but none has been forth coming. When further info is received, a supplemental will be filed.

Manufacturer narrative:
(B) (4). (B) (4).